Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 387 mg/dl at the time of incident. The customer's blood glucose was 452 mg/dl at the time of hospitalization. The customer's blood glucose was 409 mg/dl at the time of call. The customer stated that the blood glucose reached over 500 mg/dl. The customer stated that they had symptoms of high blood glucose. The customer stated that they were given insulin drip to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The reservoir will not be returned for analysis.